Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed for a compromised force sensor system during the prime test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system after the prime. More insulin came out after pressing the act button than should have. The blood glucose reading was 150 mg/dl. The insulin pump had not been dropped or bumped but the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.